Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by cts, and after the reset, the error code did not appear again. Cts advised the caller to wait 20 minutes to start their sensor session, and the caller understood and acknowledged this guidance.